Event description:
It was reported the customer received a motor error alarm during a bolus. Customer's blood glucose was unknown. The customer also reported receiving a no delivery alarm prior to the motor error alarm occurring. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer also stated they were able to successfully deliver a bolus. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump was unable to perform excessive no delivery test due to prime anomaly. Insulin pump was received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.